Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 03/11/2015 with the following findings: the pump has a dim pink display. Pump returned with bolus button taped to base; torn/punctured, but responsive. Initial reporter: (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on 03/11/2015.